Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with a bd veritor ¿ at-home covid-19 test the consumer received a positive result. Customer retested and the result was negative. There was no reported impact to patient. (B)(4). The following information was provided by the initial reporter: it was reported that customer received a positive and retested negative 15 minutes later.

Manufacturer narrative:
This summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 1356058; ¿one test was positive and one test was negative; also tested negative with binax test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while testing for sars cov-2 with a bd veritor ¿ at-home covid-19 test the consumer received a positive result. Customer retested and the result was negative. There was no reported impact to patient. Eua# 210417. The following information was provided by the initial reporter: it was reported that customer received a positive and retested negative 15 minutes later.